Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the received locking screw 1.3 self-tap l10 tan is intact but the screw head locking thread is damaged. The thread is rounded and worn. Because of the existing damage on the complaint relevant screw head locking thread a dimensional inspection cannot be conducted and is not required the investigation has shown that the cause of the malfunction is a user related damage on the device after manufacture, therefore no drawing / specification review is required. The complaint is confirmed as the locking screw 1.3 self-tap l10 tan cannot be locked in a threaded bore of a plate anymore because the screw head locking thread is damaged. The thread flanks are rounded and worn. The anodized color has disappeared in the damaged area what indicates that the damage occurred post manufacturing. A final manufacturing conclusion cannot be presented because of the existing damage and an exact root cause cannot be determined. The condition of the thread on the screw head indicates that it got damaged because of cross-threading or forcible use during insertion. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.130.110s. Lot: l405047. Manufacturing site: (B)(4). Release to warehouse date: 11.may 2017. Expiry date: 01.may 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device code: hrs. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an osteosynthesis surgery on (B)(6) 2019, the surgeon inserted the locking screw into the screw hole of an unknown plate in the fifth metacarpal bone. However, the locking screw kept on slipping and could not be fixed with the plate. Thus, the screw was extracted and was not used in the surgery. The same plate was still used to complete the surgery. There was a surgical delay of less than thirty (30) minutes. The patient was reported as stable after the surgery. This report is for one (1) 1.3mm ti locking screw. This is report 1 of 2 for complaint (B)(4).